Event description:
Literature was reviewed titled 'sar-pebis (paclitaxel-eluting balloon versus conventional balloon angioplasty for in-stent restenosis of superficial femoral artery): a randomized trial'. Patients with symptomatic in-stent restenosis of sfa were randomly assigned to either peb or ba at 2 centers in munich, germany. Those patients assigned to treatment with peb received an additional dilation with the in. Pact admiral (invatec/medtronic) balloon catheter. 11 patients underwent bailout stenting based on angiographic evidence of flow limiting dissections after dilation (6% versus 26%, peb versus ba). Technical and procedural success were reported as 100% in all procedures. Clinical outcomes reported during follow-up included; tlr, target vessel thrombosis, ipsilateral amputation, target vessel bypass.

Manufacturer narrative:
A2: average age a3a: majority sex literature reference: doi: 10.1161/jaha.117.006321. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.